Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a dissection occurred during implantation with a promus stent. The stent had been deployed 12 - 14 atm. This was treated with another promus stent causing a second dissection. A third promus was placed to treat this dissection, but it also caused an additional dissection. A fourth promus was used to treat this. No further dissections were reported. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Dissection, as listed in the IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. There was no report of any product malfunction at the time of the stent implantation. Although a conclusive cause for the reported pt effect and the relationship to the products, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency. The other dissections are being filed under separate MFR#s.